Event description:
It was reported that a vns patient underwent full replacement surgery on (B)(6) 2016. The lead was replaced due to lead discontinuity and the generator was replaced due to battery depletion. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits . No patient adverse events were reported. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. The explanted devices were not returned to the manufacturer for analysis. No additional information was provided to date.